Event description:
Philips received a complaint from the field service engineer (fse) on behalf of the customer regarding a v60 ventilator. During preventative maintenance (pm), it was observed that the touchscreen was not responsive to touch. Further evaluation confirmed that the touchscreen was cracked and required replacement. There was no patient involvement associated with this event. The fse evaluated the device with the assistance of a remote service engineer (rse), and the reported issue was confirmed. The rse provided parts ID for the touchscreen replacement. The fse replaced the touchscreen to address the issue. Following repair, the device successfully passed all required performance verification tests in accordance with philips standards and was returned to service. The investigation concluded that no further action is required at this time. Should additional relevant information become available, the complaint file will be reopened accordingly.